Manufacturer narrative:
Results: the stretch resistant wire (sr wire) of the penumbra coil 400 coil (pc400 coil) was fractured. Conclusions: evaluation of the returned device revealed that the px slim distal shaft was ovalized and the pc400 coil's stretch resistant (sr) wire was fractured. The damage to the px slim typically occurs due to improper handling during use. If the device is pinched during preparation or insertion into the patient, it is likely that damage such as this will occur. The damage to the pc400 coil likely occurred from retracting the coil against resistance. Forcefully retracting the pc400 coil against resistance will likely result in a sr wire fracture. The ovalization in the distal shaft of the px slim likely contributed to the strong resistance that was encountered during the attempt to implant the pc400 coil. The pusher assembly to the pc400 coil was not returned for evaluation. Penumbra catheters are 100% visually inspected during in-process inspection. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery (cha) using a px slim delivery microcatheter (px slim) and penumbra coil 400 coils (pc400 coils). During the procedure, the physician implanted another manufacturer's coil into the aneurysm using the px slim. While advancing a pc400 coil through the px slim, the physician met resistance and removed it by retracting the pc400 coil pusher assembly back into its orange introducer sheath. However, after removing the introducer sheath, the physician noticed that the coil was not contained in it and concluded that the coil remained inside the px slim. The physician then removed the px slim from the patient through a guide catheter and completed the procedure using a new px slim and a new pc400 coil. There was no report to an adverse effect to the patient.